Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.1, d.3, d.4, d.6, d.7, e.1, g.1, g.3.

Event description:
Healthcare professional also reported exchange due to patient's concern with textured product.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "allergic reaction/hypersensitivity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.

Event description:
Patient reported left side "had an allergic reaction." Manufacturer of device is unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken shell and others, one opening curved on the posterior and white calcification on the shell. Microscopic analysis was performed which identified: one broken crease sharp on the posterior and one opening striated on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp broken on the posterior assessed as fold flaw opening. One striated opening on the posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side "had an allergic reaction." Manufacturer of device is unknown. Healthcare professional also reported exchange due to patient's concern with textured product. Device has been explanted.